Event description:
Patient had whipple procedure and anastomotic repair utilizing acell device psm0412. Eleven days post-op, a pancreatic fluid leak was identified from the incision site.

Manufacturer narrative:
A comprehensive investigation was immediately conducted on discovery. No substantial deviation was identified and all records purport the product was manufactured and distributed sterile in compliance with FDA, state, local, and manufacturing operating procedures. A sister graft from the same lot was tested and met all lot release criteria. There was no report of device failure at the time of surgery.